Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it was unknown what led to the implant shutting off on its own. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the stimulation was not helping them. When asked, the patient stated that they experienced about 20-30% improvement in symptom control. Therapy expectations were reviewed with the patient. It was suggested that the patient track their symptom control and the programming adjustments they made so that if they go in for a reprogramming session at the healthcare professional (hcp), they will be able to provide verbal feedback regarding their experiences on different programs. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller stated that it seemed the stimulator was turning off by itself. They stated they noticed their symptoms were getting worse, they then checked their settings and the handset showed the therapy was off. While on the call the patient verified the ins was on. It was noted that the therapy turning off had only happened 1 time. Additional information was received. The patient called because they wanted to know how high the amplitude went. They said the device was not helping at all and they had changed the program. It was suggested they increase stimulation. They were redirected to follow-up with their physician if increasing stimulation did not help their symptoms. No further complications were reported or anticipated.